Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, it was reported that the head of the screw detached from the stem during insertion. The screw was removed and another screw was implanted. No patient complications were reported.